Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the was refrigerator was not getting enough power as power cord not totally seated. The field service engineer walked customer through the issue and stated that the issue was resolved by customer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system refrigerator was having power issue when user was trying to issue medication to patients.however, there were no adverse events or injuries reported based on this event.